Event description:
PICC placed in right inner arm for antibiotic therapy. Pt presented to ed with c/o chest pain. Chest x-ray showed fractured PICC line. The fragment measured approx 20cm in length and was positioned the region at the rt brachiocephalic vein to the rt ventricle. The foreign body was successfully removed.